Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-code: kwq. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary could not be completed; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent the va-lcp two-column volar distal radius plate removal surgery with the screwdriver in question. During the surgery, the surgeon found that the tip of the screwdriver was worn. The surgeon used another screwdriver in the hospital instead, and the surgery was completed successfully. No further information is available. Concomitant device reported: unk plates: distal radius (part#: unknown, lot#: unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).